Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and found a defective wash collar solenoid vacuum valve. The fse replaced the wash collar solenoid vacuum valve to resolve the issue. The fse verified instrument operation. (B)(4).

Event description:
The customer reported a fluid leak from the reagent probe of a unicel dxc 600 synchron system. The fluid overfilled the drip tray and flowed into the reagent compartment but was contained within the instrument. The customer became aware of the leak after calibration of multiple cartridge chemistries failed. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.